Manufacturer narrative:
On 9/23/19, the suspected medical device was returned for evaluation. On 9/24/19, mentor received additional information regarding the replacement devices ; the devices are catalog #:3506501bc, (B)(6) (left) and catalog #: 3506501bc, serial #:(B)(6) (right). On 10/3/19. The investigation on the suspected medical device was completed. Investigation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the device, a crease was observed on the anterior and extending to the posterior aspect. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Based on the information reported and the product investigation, no corrective action will be taken at this time. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 475cc mentor smooth round moderate plus profile saline implants and experienced postoperative left-sided grade iii capsular contracture and right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo removal and replacement with unspecified mentor gel implants on (B)(6) 2019. This report is for the left prosthesis.